Event description:
It was reported that a user attempted to pair a dexcom g7 sensor with an ilet system using an incorrect sensor code, after which the correct code was entered and pairing was advised to take up to 30 minutes; the user later reported a pump occlusion alert. Symptoms included hyperglycemia with glucose up to 340 mg/dl and prolonged readings above 180 mg/dl with alerts. Outcomes included no hospitalization, no professional medical intervention, no ketone testing, and no use of back-up therapy. Investigation included troubleshooting and education regarding correct sensor pairing and acknowledgment of an occlusion alert. Investigation of this case revealed user error related to incorrect pairing code entry for a g7 sensor and a subsequent occlusion alert on the ilet device. It was concluded, based on previously established findings for similar reports, that the cause was user error in sensor pairing and an occlusion condition detected by the pump.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.